Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had exhibited noise and failed to sense. There was also damage noted on the conductor of the rv lead. The physician elected to remove and replace the rv lead during the procedure. The patient was discharged post-procedure.

Manufacturer narrative:
The reported events of lead noise, failure to sense and lead break were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found no anomalies with the exception of procedural damage. Electrical testing was normal.